Manufacturer narrative:
The device involved in this event has not been returned for evaluation. (B)(4).

Event description:
It was reported the catheter ruptured during onyx injection. No patient injury reported. Same event as MDR# 2029214-2010-00267.